Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon observed a blue filamentous foreign body stuck on the lens during the lens loading process and indicated the foreign body was from the sfc-45 cartridge. The foreign body and the cartridge were discarded and the lens was implanted.